Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01391 / 01392). Surgeon didn't approve for return.

Event description:
It was reported that patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently the patient was revised on (B)(6) 2016 due to unknown reasons. The patient was further revised on (B)(6) 2016 due to the femur component dislocated off the constrained post of the tibial bearing. The patient's extensor mechanism was reported to have torn; it is unknown if this was implant related.